Event description:
It was reported that the device was labeled as a concave blade but it was a convex blade. There were no significant delay or patient injuries reported. Back up device was used in order to complete the procedure. The wrong device was used in the patient.

Manufacturer narrative:
One 7205324 concave 4.5mm synovator blade reported on. This product is sold as a box of 6. The products are not intended to be sold individually. The complaint was categorized as a labeling situation. The labeling information is consistent with manufacturing and our electronic database information as a concave configured product. This information would then categorize this allegation as an incorrect product. There were no allegations for the other five from this shelf carton. There were no other allegations at all for this manufacturing lot. There is no data to support an incorrect blade was packaged. There were two photos provided although they did not display the entire device for confirmation. Only the tip was shown. In addition, reaching out for additional photos relayed that the product was discarded. Correction : user facility should not be marked.